Event description:
Event verbatim [preferred term] burned by the heatwrap/ burn was on the lower back [thermal burn] , sleeping while wearing the product / did not she check her skin under the product while wearing thermacare [device use error] ,. Case narrative:this is a spontaneous report from a contactable consumer. An (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), at 1 wrap per night from an unspecified date over a year ago for back pain. The patient's medical history included diabetes, poor circulation, rheumatoid arthritis, decreased sensation and neuropathy. There were no concomitant medications. Consumer stated she was burned by the heatwrap around 3-4 months before (onset date reported as (B)(6) 2019). The patient explained the burn was on the lower back, she did not see it. She went to see a massage therapist and she asked the patient what happened to her back, she was burned. The patient commented it must be the thermacare. There was no hospitalization for the event. The patient self-treated with neosporin. She did not consult a healthcare professional. The patient had used thermacare for 8 hours that day. She used the product 2 days in a row. She confirmed she was sleeping while wearing the product and was wearing several layers of clothing over the thermacare product. She was not wearing a snug waistband/ belt or similar; there was no applied pressure over the area. The adhesive was attached to clothing. The patient did not engage in exercise while using the product, nor did she check her skin under the product while wearing thermacare. Consumer did not have the product available that burned her; she stated she no longer had it. She classified her skin tone as medium (neither light nor dark), and she did not have sensitive skin nor abnormal skin conditions. She purchased thermacare in a red box. She previously used themacare (over a year), but didn't know if she experienced the same event during previously use since she cannot see her back. She had not previously used other heat products for pain relief. Information from the unopened box: device lot number ad3849, expiration date oct2021. The action taken for the product was withdrawn in mar2019. The outcome of the burn was not recovered. The outcome of the remaining event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (18jun2019): new information from a contactable consumer (patient) includes: patient information (age, height, weight), history, past product use, event information (onset date, outcome, and additional event details), new event (sleeping while wearing the product / did not check her skin under the product while wearing thermacare), hospitalization/ treatment information, and additional product use information for thermacare. This follow-up upgrades the case to a serious, reportable medical device report. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of thermal burn and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.